Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was placed into surgery mode, the ipg became unable to communicate with external devices.

Manufacturer narrative:
Exact date of explant is unknown. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on an unknown date in (B)(6) 2025 wherein the entire system was explanted to address the issue.